Event description:
Information provided states that during a fixation surgery, the self centering set screw driver would not tighten the screws resulting in a delay in the case. There were no adverse effects to the patient.